Event description:
Within the past week we have had suction canisters to spontaneously crack at the top of the canister. This has occurred in multiple patient rooms. We have had about six do this so far and we are sending two to materials management to be inspected for product defect. The canisters that have cracked have been noted to be hooked to continuous high wall suction on two different types of suction gauges. When the canisters crack we lose suction (not all, but most). This can cause an issue if a patient has a chest tube hooked to wall suction or if the patient needs emergent airway clearing via suctioning and there is not appropriate suction.